Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother called to report that her daughter was in emergency room due to high blood glucose of 680 mg/dl. Caller stated that the customer had some trouble with the insulin pump and she was unable to bring the blood glucose down. Caller stated that the infusion set cannula was bent notice when it was removed. It was unable to complete the troubleshooting because the customer did not have the tubing clamp. Nothing further was reported.